Manufacturer narrative:
Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Review of device history records show that lot released with no recorded anomaly or deviation. There have been no trends identified related to this type of event. A fax was sent to inform the user facility of the event. Subsequently, risk mgr called to report investigation determinmed that event did not meet reporting requirements therefore, no medwatch report would be filed.

Event description:
It was reported that pt underwent revision total knee arthoplasty in 2003. Subsequently, it was reported that locking screw component backed out and was floating in the joint. Components were replaced during revision surgery three years later.